Event description:
The doctor claims that an unk bifurcated graft, implanted in 1977, ruptured and resulted in the pt requiring a femoral-popliteal procedure to be performed. Details regarding the procedure's outcome are unk and unattainable. The pt's condition following the procedure was reported as stable. Although the MFR of the unk ruptured graft is also unk, it was reported to have been purchased from a co.